Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crtp; 5076-52 lead; 439878 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during open heart surgery, it was assumed that the right atrial (ra) lead or tissue around the ra lead was damaged from the cannulation during bypass. It was noted that the ra lead had dislodged, had high threshold, and low sensing. This depleted the cardiac resynchronization therapy pacemaker (crt-p) battery significantly. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.